Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 3-4. A xtw lot: 40201r1035 was implanted successfully, reducing mr to trace. A small amount of air was then observed on transesophageal echocardiogram (tee) near the right upper pulmonary vein. The steerable guide catheter (sgc) was maneuvered to the air and the air was aspirated out of the patient anatomy. There were no patient effects due to the air and no clinically significant delay. There was no observed leakage of the sgc or the clip delivery system.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a cause for the reported air embolism cannot be determined; however, embolism (air) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.